Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .5mg/day via an implantable pump. It was reported that the patient was having a pump replacement. Per the physician there were no signs or symptoms but they noted a granuloma at the catheter tip on CT scan in march. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient had surgery. The entire system was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.